Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient programmer was not working. The caller stated he would turn his stimulation on with the programmer, but 20 minutes later the stimulation would jump up on its own. This caused the patient pain because all the muscles in his stomach would cramp up. The caller also stated that he turned his stimulation on and it was too high but the programmer would not turn it off. It was noted that the programmer seemed to work intermittently. Troubleshooting could not be performed due to lack of access to the product. The caller followed up and reported he was ¿hurting really bad this morning¿ and could not turn the stimulation off. It was also noted the patient had trouble breathing. The patient was to follow up with his healthcare professional. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.